Event description:
It was reported that during vats lobectomy, the device was being fired across the lower bronics and the firing trigger broke off of the device. Tissue was compressed, but no staples were delivered. They completed the case with another device. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.